Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the bypass tube would not fully seat on the manta sheath/valve. In order to proceed with seating the manta device inside the sheath the doctor kept advancing the manta shaft inside the sheath resulting in slight kinking of the shaft, but the device seated and clicked. Deployment and closure was perfect.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. While the physician continued attempting to advance the bypass tube into the hemostatic valve, the delivery tube became kinked; however, the physician successfully connected the manta closure to the manta sheath completing deployment and achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the e4tire system and open a new device.